Event description:
The customer reported having blood glucose. The customer stated that the insulin pump was not alarming no delivery. Troubleshooting was performed. The customer stated that she has changed the infusion sets multiple times. The customer also stated that she is pregnant. No further info was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.